Manufacturer narrative:
A device investigation of the patient interface (pi) as well as review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A scratch on the lens of the patient interface (pi) was reported. A brief description from the surgery center indicated that while preparing the patient for laser vision correction surgery on (B)(6) 2021, they noticed a scratch on the lens of the pi after the patient was applanated. There was no patient injury or surgical intervention required, and the procedure was completed successfully.

Manufacturer narrative:
Additional information: d9 - device was returned. Device received on 2/26/2021. One opened patient interface (pi) was received in the original package, confirming lot 60261709. No scratch or obvious damage/defect were observed. The reported issue could not be confirmed. A search for related complaints from the lot number from the last 12 months was conducted. No related complaints were found. The review of the device history record (DHR) for the pi showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.